Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1nwcb, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-feb-2022, UDI#: (B)(4). Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had to get their pelvic health system replaced because they got hit in the back which broke some of the wires in the fall of 2020. The patient had the ins and lead replaced on (B)(6) 2020.